Event description:
During the laparoscopic hernia repair, the balloon on the ted12 busted after 40 pumps. All of the pieces of the balloon were retrieved. No retractors were used. Balloon and scope were lubricated with ky jelly. Opened second instrument same thing happened. Opened third instrument to complete the case. No consequence to the patient. 01/29/1997 1400 spoke with the surgeon and he stated the device had been lubricated and pumped with the appropriate number of pumps. He said no sharp instruments were used near the device. He said a portion of the balloon fell into the patient and was recovered.